Event description:
Event description cpi received information that during an implant procedure this bipolar lead had dislodged. The physician elected to wait until the next day to repositon the lead, multiple attempts to screw in the lead failed. The lead was removed and it was found the screw was straightened. Due to the patient's condition no new lead was implanted.